Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 50mg/dl at the time of the incident. The patient's current blood glucose was 151 mg/dl. The customer stated that he has the 670g and he is in auto mode and he has had some low issues about the same time every day. The patient had treated with food. The patient had been experiencing low blood glucose for about a week. Based on customer report customer does not allege pump was over delivering. The customer reported that he didn't check his sugar but at 8 he was 140mg/dl. The customer reported that he bloused off his carbohydrates. The customer reported that yesterday at 4-4:30 his blood glucose got down to about 50mg/dl. The customer reported that his healthcare professional told him to hold off and try to wait it off and so when he waited it got lower and then it finally came up to 55 or 56mg/dl and then he stated that he had 2 little purple dots. The customer stated that it happened again today and he put it in a temperature target of 150 degree celsius and he got his blood glucose back to where it needs to be but he doesn't know why he is going so low. The customer reported that he saw the pump stop giving him insulin about an hour before he got low. The insulin pump will not be returned for analysis.